Event description:
The customer reported on (B)(6) 2013 her blood glucose and insulin history is as follows: time: 2:45 am, bg (mmol/l): 22.9, (mg/dl): 412; time: 4:00 am, bg (mmol/l): 24.1, (mg/dl): 434, bolus (u): 6. At 5:00 am the pod was deactivated and she noticed the cannula was kinked. She was able to activate a new pod. At 5:27 am her bg was reading 22.7 mmol/l (409 mg/dl) and by 8:19 am she was able to lower her bg to 13.8 mmol/l (248 mg/dl).

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.